Event description:
It was reported that pump displayed malfunction code 13 with associated fault ID and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.